Manufacturer narrative:
Investigation results: the device was received with the c-ring split (broke) in half. The broken c-ring half was still attached to the wire, which easily extends and retracts from the cannula. The other broken c-ring half, which was attached to the scope wash tubing, was returned with device outside of cannula lumen. A visual inspection suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro c-ring broke off in the pt's leg and had to be retrieved. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.